Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage closure procedure was being performed and a 27mm watchman flx closure device and delivery system (wds) was selected for use. Prior to introducing the watchman devices, a small baseline pe was noted. During deployment of the 27mm wds, the patient went into atrial fibrillation and the patient's blood pressure dropped. Transesophageal echocardiogram was performed, and no obvious pe was observed; however, the physician felt that the baseline pe had grown slightly. Pericardiocentesis was performed; however, no blood was able to be drawn from the pericardium. The procedure was aborted, and the patient is doing well.